Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 11 (xylene) was not in contact with the corresponding sensor at 07:04am on (B)(6) 2018 for approximately 9 minutes, which is sufficient time to replace the reagent; and the station properties were reset at 07:13am on (B)(6) 2018; and a user affirmed in the instrument software that the xylene concentration in bottle 11 was to be set to the default concentration of 100%. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Based on the information provided, it was determined that the tissue samples involved in this event are derived from the "pbm 9 hr breast/colon protocol" comprising 100 cassettes, which started in retort a at 18:42pm on (B)(6) 2018 and completed 03:50am on (B)(6) 2018; and the "pbm 9 hr breast/colon protocol" comprising eight (8) cassettes, which started in retort b at 20:51pm on (B)(6) 2018 and completed at 05:50am on (B)(6) 2018. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 11 (xylene), which the complainant reported contained formalin, was used for the final clearing step of both the "pbm 9 hr breast/colon protocol" protocol started in retort a at 18:42pm on (B)(6) 2018; and the "pbm 9 hr breast/colon protocol" protocol started in retort b at 20:51pm on (B)(6) 2018. Based on the information provided, it was determined that the quality of tissue samples from both the "pbm 9 hr breast/colon protocol" protocol started in retort a at 18:42pm on (B)(6) 2018; and the "pbm 9 hr breast/colon protocol" protocol started in retort b at 20:51pm on (B)(6) 2018 would have been adversely impacted as a consequence of the use error, which occurred between 07:04am and 07:13am on (B)(6) 2018 prior to commencement of these protocols. Specifically, when notifying leica biosystems of this event, the complainant reported that a user had incorrectly topped up the reagent in a bottle designated for xylene with formalin in error.

Event description:
On (B)(6) 2018, leica biosystems received a complaint regarding "contaminated xylene bottle with formalin". The following information was documented by a (B)(6) center representative: "customer knows that a tech topped off the xylene bottles with formalin. They have re-processed the tissue and cut the tissue but they do not know the status of the slides yet". On (B)(6) 2018, a leica applications specialist (fss) visited the customer site in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that: "the customer topped off xylene bottle with formalin and contaminated bottle. Reprocessed tissue, cut tissue but unknown yet if diagnosis can be made." The fss also documented that the reagent in all bottles designated for xylene (11-14 inclusive) and the wax in wax baths 1-4 inclusive had been replaced; and both retorts and sensors were clean. On (B)(6) 2018, leica biosystems (B)(4) received the following information from the complainant: "we had 4 reported fish failures for her 2 testing". As at (B)(6) 2018, leica biosystems has not received further information in relation to either the final status of the tissue samples involved in this event or the patient outcome, despite the following attempts to obtain this information being made by the fss: by telephone on (B)(6) 2018; in person on (B)(6) 2018; and in person on (B)(6) 2018. No adverse consequence to a patient(s) has been reported to the manufacturer to date.